Manufacturer narrative:
(B)(4). G2: foreign - event occurred in mexico. H6: proposed component code - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately two days post-implantation, the patient underwent a hip revision due to dislocation. Multiple tests were performed during initial implantation to ensure stability and that the liner was properly implanted. One day post op, the hip dislocated while the patient was in bed, without getting up. During the revision, the liner was found outside the cup. The patient was converted to dual mobility. Attempts have been made and no further information has been provided.